Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant, the left ventricular (lv) lead exhibited a pacing failure with twitching, elevated threshold and migration of the lead. It was noted the patient also had a mitral valve insufficiency and the pacing failure, elevated threshold and migration were because the lv could only be placed at a shallow position at the initial implant. It was determined an epicardial lv lead would be implanted to replace the lv lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.